Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 9303983. Medical device expiration date: 2024-10-31. Device manufacture date: 2019-10-30. Medical device lot #: 9336315. Medical device expiration date: 2024-11-30. Device manufacture date: 2019-12-02. Investigation summary: twelve samples were received and evaluated. They came in (B)(6) plastic bags. A visual inspection was performed. One sample has the barrel damaged right under the barrel flange. Two samples have the luer damaged. Six samples have the plunger rod rib damaged. Three samples have imperfections in the plunger rod rib, which are acceptable. Ten photos were provided. They show the samples received and the top web packaging blister. After the molding process, the barrel goes for printing the scale; then, silicone is applied; after that, the plunger-rubber stopper is assembled. A jam could have occurred during the assembly process inducing damage to the plunger rod and the barrel and not being detected in the next processes. Based on the samples/ photos provided, the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Investigation conclusion: this is the 2nd complaint for lot # 9336315 for this type of defect or symptom. Previous complaint (B)(4). This is the 1st complaint for lot# 9303983. Also reported lot# unknown. There was no documentation for this type of defect during the entire production run of these batch #s. Also reported lot# unknown. Based on the samples/ photos provided the symptom reported by the customer can be confirmed. Each lot was produced for 0.134 mm units with 1 complaint it has a cpm of 7.4 and with 2 complaints the other lot has a cpm of 14.9. We will continue monitoring and trending this product and lot# for this symptom. Root cause description: after the molding process the barrel goes for printing the scale then silicone is applied; after that the plunger-rubber stopper is assembled. A jam could have occurred during the assembly process inducing the damages to the plunger rod and the barrel and not detected in the next processes. Rationale: CAPA not required at this time. Based on the samples/ photos provided the symptom reported by the customer can be confirmed. Each lot was produced for 0.134 mm units with 1 complaint it has a cpm of 7.4 and with 2 complaints the other lot has a cpm of 14.9. We will continue monitoring and trending this product and lot# for this symptom.

Event description:
It was reported that 12 syringe 20 ml ll s/c 48 failed to contain medication and had a cracked plunger. The following information was provided by the initial reporter: "prior to use in the manufacturing process of togo medikit, cracked (damaged) syringes (barrels) were found. Qs0293 lock syringe 20cc (bd)"